Manufacturer narrative:
The lens was not returned for evaluation. A photo was provided. The photo was of a monitor screen. An implanted single-piece lens was visible in the eye. The optic has two stutter-type scratches. One was near the right edge and one was in the center. The used company cartridge was returned. There did not appear to be adequate viscoelastic in the cartridge. There was a scrape observed along the top (inner), just past lens diagram etched at the loading area. Tip has heavy stress. There was also a small aneurysm on the bottom of the tip. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Iol (intraocular lens) and company cartridge complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The lens was not returned. Based on review of the provided photo, the lens was scratched across the center and near one edge. The returned cartridge had damage that may indicated the plunger was bent an/or a plunger override occurred. The cartridge was damaged along the inner roof. The scrape mark started at the loading area. The cartridge also had an aneurysm at the tip. This would indicate the lens/plunger were not proper positions for advancement. There also did not appear to be adequate viscoelastic in the cartridge. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of upon implantation, scratch observed on the optic requiring surgeon to remove and replace iol. Additional information was requested.